Manufacturer narrative:
The customer complaint of the IV set leaked at the pumping segment was confirmed per picture received from the customer. Per picture received it was observed that the silicone segment had a leak near the upper fitment . The root cause of the leak was not identified.

Event description:
The customer reported a leak at the upper fitment of the pumping segment.